Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The supplied short arterial pressure tubing was noted connected to the iabc luer. The hemostasis cuff was noted disconnected from the cathgard; the hemostasis cuff wings were noted cut. The hemostasis cuff was reconnected to the cathgard without any difficulty; no loose connection was noted. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 12.6cm to 16cm from the iabc distal tip: a full thickness abrasion to the bladder was confirmed at approximately 14.1cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iab rupture with blood in helium driveline" is confirmed. During investigation, the intra-aortic balloon catheter (iabc) bladder was found with a full thickness abrasion. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The damaged bladder allowed blood to enter the helium pathway and can cause the helium loss alarm. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iab rupture with blood in helium driveline". Additional information states that a second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "iab rupture with blood in helium driveline". Additional information states that a second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).